Manufacturer narrative:
The investigation determined that imprecise and lower than expected phyt quality control results were recovered using the vitros 5,1 fs chemistry system. Evaluation of the system demonstrated unacceptable phyt precision. An ocd field engineer performed maintenance procedures on the immuno rate subsystem and optimized all adjustments. Following this action acceptable vitros phyt precision performance was obtained. Due to insufficient inventory of the affected phyt slide lot, a different phty slide was used to evaluate the system performance following service. Therefore, the affected phyt slide lot cannot be ruled out as a contributing factor. The root cause of the event is unknown. The investigation was unable to determine a definitive cause because the affected phyt slide lot could not be ruled out as a contributing factor. However, as service actions were performed to address the immuno rate subsystem specifically, the most likely cause was determined to be instrument related.

Event description:
Imprecise and lower than expected vitros phyt quality control results were recovered on a vitros 5,1 fs chemistry system. It is unknown whether patient samples were affected as no patient samples were tested. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)